Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed a flow rate inaccuracy below specification at the rate of 40 ml/hr. The device passed flow rate testing per the spectrum preventative maintenance procedure, as well as additional flow rate testing. Eval found the valve travel and finger travel to be out of specification. The device passed upstream and downstream occlusion testing per the spectrum service manual (pm inspection), as well as additional occlusion testing. The device was determined to not be operating within specification in relation to the reported symptom. The valve and finger travel was reworked and the device was recalibrated and returned to the customer.

Event description:
It was reported that a pump's flow rate was inaccurate. The customer stated that during biomedical testing, the pump under infused an infusion of normal saline (250 cc bag) running at 250 ml/hr with a vtbi of 250 ml. It was reported that between 10 cc and 45 cc of solution was left in the bag. The customer also stated that there was no pt injury.